Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and that multiple cartridges leaked from the o-ring. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level ranged from less than 50 mg/dl to 398 mg/dl; cause of low bg was unknown. Customer declined to continue troubleshooting with tandem technical support for the reported issues; therefore, no additional information was able to be obtained.